Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. As the device was not returned for further evaluation, a root cause of the issue could not be conclusively determined. The user reported, "then restarted it for several times. And it work again finally." A contributing factor could be that more than 7 years have passed since the subject product was manufactured. It is presumed that the image was not displayed since the power was not turned on due to an intermittent failure of the power unit caused by aging deterioration. Based on the legal manufacturer¿s investigation, the device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment.

Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The endoscopic image was not displayed when the user power on the device. The user rebooted the device several times, and this phenomenon was resolved. This phenomenon did not affect the procedure. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.